Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed due to 0vdc. Pairing with (B)(4) bluetooth device was performed and passed. A review of the bin file was performed and no transmitter error for serial number (B)(4) within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.